Event description:
During delivery of cardioplegia solution, the display of the cardioplegia monitor intermittently advanced to a total volume count of 10,000 when the start delivery button was pressed for the second cardioplegia dose. There was no patient injury as a consequence of this event.

Manufacturer narrative:
Evaluation anticipated, but not yet begun.